Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 13.2mm in 2008, and on a post-op visit, the surgeon noted the pt's iop was elevated to 24mmhg, so he performed an iridology which relieved the iop pressure. The reporter stated that the surgeon did not think the micl was vaulting excessively.

Manufacturer narrative:
Results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found.